Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging inaccurate results on his onetouch verioiq meter compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started reading inaccurately during the afternoon of (B)(6) 2016 when he obtained alleged inaccurately high blood glucose results of 140 mg/dl and 146 mg/dl on the subject meter compared to 70 mg/dl and 89 mg/dl on a onetouch ultra2 meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' accuracy criteria. The patient manages his diabetes with insulin (self-adjuster) and oral medication. He reported that prior to obtaining the alleged inaccurate results, he developed symptoms of dizzy, lightheaded, nervous, fast heartbeat and hot&#56224;he reported that he self-treated his symptoms with food and/or drink during the afternoon of (B)(6) 2016. During troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The patient reported that he had taken samples from the same approved sample site and he described the correct testing steps. However, he did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because on the following conclusions: although the patient's reported symptoms occurred prior to obtaining the alleged inaccurate results, it cannot be ruled out with all certainty that the meter may have been reading inaccurately prior to this time resulting in the symptoms the patient reported.